Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages, can connection status) was isolated to the electrode belt¿s pulse wire from the trunk cable to distribution node being broken, causing the therapy electrodes to not recognize. The root cause for the broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.